Event description:
Customer reported his replacement insulin pump alarmed motor error. Customer's blood glucose was unknown. He stated the device was not exposed to any strong magnetic fields. During troubleshooting, customer disconnected from the call. Attempts to call him back were unsuccessful. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).